Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID 8781 lot/serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type catheter; ubd: 12-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of lioresal at 760 mcg/day via an implantable pump for intractable spasticity. It was reported the patient was experiencing sub optimal therapy with dose increases so a catheter dye study was performed. It was reported on (B)(6) 2019 the patient was in the operating room for a catheter dye study. The catheter initially aspirated 0.6 milliliters (ml) of pink tinged fluid. The healthcare provider was unable to aspirate the catheter further. The surgeon opened the spine and noticed a small nick or avulsion on the pump segment of the catheter near the connection to the spinal section. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the damaged catheter. The surgeon consider repair, but opted for catheter replacement. The catheter was replaced with an 8780 catheter and the doctor was able to aspirate cerebrospinal fluid via the cather access port (cap) after implant. The rep was in possession of the explanted catheter and planned to return the device to the manufacturer for analysis. It was reported the event was resolved, as of (B)(6) 2019. The patient's status was provided as alive; no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter identified damage to the transition tube and a broken catheter body. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.